Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit, that the alaris channels are randomly shutting down while transporting critical cardiac patients from the or [operating room] to the ICU [intensive care unit]. The staff reported this happens daily.